Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: according to the information provided, it was reported that the milagro advanced screw broke from the head in two parts while fixing the graft by the surgeon in the tibia, during an acl surgery. The complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [3l18733] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No additional information was provided. Investigation summary: according to the information provided, it was reported that the milagro advanced screw broke from the head in two parts while fixing the graft by the surgeon (dr bharat mody) in the tibia during an acl surgery at welcare hospoital vadodara. The complaint device was received and evaluated. Upon visual inspection, it was observed that the anchor is broken, two pieces of the anchor were returned. A manufacturing record evaluation was performed for the finished device 3l18733 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; a guidewire entrapment could have occurred while inserting the screw as per the instructions for use if resistance is felt during the insertion of a milagro br interference screw over a guidewire, stop and confirm that the guidewire is not entrapped. If entrapped, back out the screw and withdraw the guidewire. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that the milagro advanced screw broke from the head in two parts while fixing the graft by the surgeon (dr. (B)(6)) in the tibia during an acl surgery at (B)(6). There was a delay of 15 minutes. Another fresh new screw was used by the surgeon to complete the procedure. No patient consequences. The device is available to be returned for evaluation. Additional information provided by the affiliate reported the screw broke in to two pieces. It was broken at the tip around the head part of the screw. It was reported all fragments were removed as the screw broke during the fixation of graft in the tibia and immediately it was replace with a new other screw of same size available. No patient consequences were reported.